Manufacturer narrative:
Investigation summary: one mz1000 sample was received without packaging for investigation; the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates flow issues were detected when aspirating the maxzero device as only air was drawn into the device. A visual inspection of both the photographs provided by the customer and the returned sample reveals a crack in the female luer adapter of the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced device damage while still considered operable. The following information was provided by the initial reporter: cracked mz1000 has frequently been occurring at this facility. A crack on mz1000 can be visually seen in such cases but no crack was found in this case.